Manufacturer narrative:
(B)(4). Correction: the investigation determined the reported difficulties appear to be related to user error. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stretched coils and core separation were confirmed via returned device analysis. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling that contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling. It should be noted that the ht versaturn instruction for use states do not: push, auger, withdraw, or torque a guide wire that meets resistance and/or deploy a stent such that it will entrap the wire between the vessel wall and the stent.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, narrow, distal left main artery. The versaturn f guide wire was used to secure the obtuse marginal while stenting the left main. During deployment of a 4.0 x 18 mm xience stent at nominal pressure, the versaturn f guide wire was jailed in the left main. During the attempt to retract the guide wire from behind the stent, the guide wire end unraveled, but was able to be removed through a guide liner microcatheter. There was no damage reported to the deployed xience stent implant. A non-abbott guide wire was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.